Manufacturer narrative:
Evaluation summary: approved verbiage: post market vigilance (pmv) led an evaluation of one device. Analysis of system logs showed evidence of a memory verification failure in the logs. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a laparoscopic right hemicolectomy procedure, when the handle was removed from the charger, an error message was displayed wherein there was a power handle error without attaching the shell. After leaving the device for a while, the error code disappeared and the display returned to normal animation. There was no patient involvement.